Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaintbased on the complaint history, work order search, medical review, cartridge lot search, product evaluation and device history record review, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter stated the surgeon was preparing to insert a 13.2mm micl13.2 implantable collamer lens and noted, under the microscope, the sfc-45 fp cartridge was cracked. There was patient contact with the cartridge, but no contact with the lens. There was no patient injury. The backup lens was implanted with no problem. The cartridge was discarded by the facility.

Manufacturer narrative:
Device evaluated by manufacturer? No, the product for this complaint was not returned for evaluation. However, the lens was returned and visual inspection of the product found no visible damage to the lens. The lens was returned dry and there was a bluish color to the lens optic. The injector and foam tip plunger were not returned. (B)(4). The cartridge was not returned.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; (cracked). Device evaluated by manufacturer? No. The cartridge, lens, injector and foam tip plunger were not returned. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Devices not returned.

Manufacturer narrative:
Per medical review - there is no information to determine at what point the cartridge crack occurred, or if it was due to improper lens loading or surgeon handling. A cartridge lot number search was performed and no similar complaints were found. Based on the complaint history, work order search, medical review, cartridge lot number search and the evaluation of the returned lens, a specific root cause of the event could not be determined. (B)(4).